Manufacturer narrative:
The reported event was confirmed. Evaluation found that the pvi pouch was empty as there was no presence of pvi solution traces inside the pouch. The reported event is confirmed as supplier related. The defect could be a failure contributed by vendor or supplier process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® i.c. Silver foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the povidone iodine pouch had been empty upon opening a package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the povidone iodine pouch had been empty upon opening a package.